Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 49 and 71 hours on the hip/buttocks area. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia. The pod was discarded.